Event description:
It was reported that a markerband detached. The target lesion was located in the inferior vena cava. An opticross 18 edfu imaging catheter was advanced through a stent strut. While the device was being retracted, the distal markerband came off inside the patient. There were no patient complication reported and the patient was fine. It was further reported that the distal marker was not removed and was left in the patient, between the stent and the vessel wall. The physician decided there was no need for intervention.

Event description:
It was reported that a markerband detached. The target lesion was located in the inferior vena cava. An opticross 18 edfu imaging catheter was advanced through a stent strut. While the device was being retracted, the distal markerband came off inside the patient. There were no patient complication reported and the patient was fine.